Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report from end-user that while they were performing a weight shift in the seating, the back canes broke causing the end-user to fall backwards. No injury was reported to have occured as a result.